Event description:
It was reported on may 14, 1999 that an event occurred involving a combo catheter wire guided billary cytology brush. It was indicated that the handle of the device broke during a procedure cutting the tech's hand. The procedure continued after the event in spite of the injury and intervention was required at the completion of the procedure.